Event description:
Reportedly, following a geoform implant, the patient became unwell post op and it was discovered that he had haemolysis around the ring. It was reported that there were two points of dehiscence on either side of p2 causing regurgitant jets of blood. It is unknown if device related. Unknown if device was explanted. No additional information provided.

Manufacturer narrative:
Other: device not returned.